Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. The manufacturer received information alleging of respiratory tract infection, inflammatory response, lung disease, lung cancer, and bladder cancer. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 11/18/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, inflammatory response, lung disease, cancer, death, other bladder cancer, lung cancer, neoplasm of bladder & lung. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the heater plate was functioning properly. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 4182.7 hours, 0 blower hours and 0 therapy hours. The error log showed 32 errors logged, 24 instances of e-63 (err_stuck_knob_key). A continue error, knob stuck in the pressed position. 7 instances of e-62 (err_stuck_ramp_key). A continue error, ramp key is stuck on. And 1 instance of e-65 (err_stuck_encoder_a) a continue error. During rotation of the rotary encoder, the encoder signal b is changing but encoder signal a is not. Care orchestrator data was not available for download. During the investigation pil observed dust-like and unknown contamination on the top cover/ui panel. Dust/dirt-like contamination along with potential hair-like fibers were observed on the right-side panel. Light abrasions were observed on the left side panel and in the air inlet. Small scratches and unknown damage were observed on the bottom enclosure/warning label. A small piece of unknown material was observed on the interior side of the ui panel. Dust-like contamination with potential hair-like particles was observed on the pca, interior side of the left side panel, on the bottom of the blower housing, along the air path of the sound abatement foam, and around the walls of the bottom enclosure. Dust-like contamination was observed on the blower cap, blower motor, on the base of the right-side panel and inside the blower motor. Potential evidence of liquid ingress was observed on the blower housing (both sides of the blower outlet bellow) and on the bottom of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. Pil observed dust/dirt-like contamination with potential hair-like particles on the flip lid assembly and left side panel. A heavy amount of small scratches were observed on the bottom of the humidifier bottom enclosure. Dried water spots were observed throughout the exterior of the water chamber. An unknown contamination was observed in the water chamber. A rust-colored contamination was observed on the heater plate inside the water chamber. Potential dried water spots with dust-like contamination and potential hair-like particles were observed inside the humidifier bottom enclosure, on the interior side of the flip lid assembly, on the flip lid assembly seal, on the dry box, on the bottom of the humidifier bottom enclosure, throughout the lower base, and on both sides of the heater plate. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h-device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box d: device available for eval and date returned to mfg has been updated.